Event description:
It was reported that during a liver resection procedure, the device locked out during the firing sequence and then could not be opened. The procedure was converted to open and the device was cut off of the tissue to remove it. There was mention of blood loss but it is unknown the quantity or if any blood products were needed. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). Additional information: how is the patient currently? Unknown. Is the patient expected to have a full recovery? Unknown. What type of tissue was being fired upon? Liver. What was the condition of the tissue? Normal. How was the device removed/cut off? Cut off. What troubleshooting steps were taken to open the device? Hit the red botton and closed the handle and would not open. Was the device swished on the back table in between firings? Yes. How was the device opened after the case? Closed the handle plastic to plastic and hit the release button on the back and it opened. The analysis found that one (B)(4) device was returned in good visual condition and with one ecr60w cartridge reload loaded in the device. The cartridge reload was received fully fired. Excessive dried body fluids were noted on the device causing some difficulties experienced during the opening of the device, once the instrument was cleaned out it was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened properly during testing. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information has been requested, no response has been received to date.